Event description:
During a ptca/stent procedure, the crosssail dilatation catheter was crossed and dilated at 10 atm, but a dissection was noted. A stent was delivered and implanted to resolve the dissection.